Event description:
The physician entered the pt's circumflex with a 3.0 x 8 xience stent balloon, the stent was deployed successfully, however, when pulling the stent delivery system out, the balloon had resistance and the physician pulled on the balloon when it broke off inside the circumflex. Several attempts were made to remove the balloon tip, some of the distal part of the balloon tip. The pt had no discomfort or any changes to hemodynamics at this time. Pt was stable when he left the cath lab.what was the original intended procedure?placement of stent.device #1is this a laboratory device or laboratory test?no.